Manufacturer narrative:
Section d4, expiration date and primary UDI number: corrected. Section h4: corrected. Manufacturer's investigation conclusion: a specific cause for the low flow hazard alarm flags captured in the submitted log file was unable to be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. A log file was submitted by the account on (B)(6) 2024, and it was later communicated that the patient expired on (B)(6) 2024 due to cardiac arrest. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Review of the submitted log file found that the pump operated at the set speed without issue. Approximately 1.5 hours of low flow events were captured in the morning of (B)(6) 2024, per the timestamps. The low flow events persisted through the end of the log file data. Low flow hazard alarm flags were active with the low flow events. There were no other notable alarms flags captured. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). Heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The submitted log files contained low flow events on 11sep2024. The patient passed away the same day due to cardiac arrest. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed. It was unknown if the pump was explanted.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.